Event description:
Reporter stated that patient had been receiving elevated blood glucose results (104 - 292 mg/dl), for 10 days preceding the event. Patient reported that, on the day of the event, their blood glucose measured 231mg/dl,at 6:22 am. Approximately 4 hours later, patient's blood glucose measured 193 mg/dl. Patient stated that they went for a walk, after which (at 11:54 am), their blood glucose measured 169 mg/dl. Reporter indicated that patient began experiencing hypoglycemic symptoms, and was advised by reporter, to eat and drink orange juice. Reporter stated that emergency medical services were contacted, and upon their arrival patient's blood glucose measured 101 mg/dl (on paramedics' blood glucose monitor). Patient was reportedly treated with a saline i.v. And transported to the hospital for additional treatment. Reporter stated that saline i.v. Was continued, at the hospital, and around 4:00 pm, patient's blood glucose dropped to 82 mg/dl. Patient was reportedly kept for observation, and released from the hospital the folowing day. Patient's current condition: feeling much better. Quality control tests had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.